Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only connector portion of a partial lead was returned in one piece. Visual inspection found an external insulation abrasion that breached the optim sheath at the proximal region of the lead. The cause of external insulation abrasion is consistent with friction to the device can. Electrical tests did not find any indication of conductor fractures or internal shorts.